Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to an "miss out to put in the carton box". It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A DHR review is not required as the lot number is unknown. A labeling review was not completed as the user would not likely cause this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no user guide when the purewick urine collection system was received. It was delivered on 07jun2020.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated there was no user guide when received the purewick urine collection system on (B)(6) 2020.